Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice machine during drain 4 of 5. The caregiver (cg) stated the home patient's (hp) transfer set and patient line came loose while the hp slept and there was leakage around the connection. The cause was undetermined. The cg ended therapy and started over with new supplies. The cg was advised to contact the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. Upon follow-up, it was found the transfer set was still in use and there was no patient injury or medical intervention associated with this incident. This medical device report is against the transfer set, while another is being submitted against the cassette.

Manufacturer narrative:
(B)(4). The device was still in use.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts had the patient cycle power to the "press go to start" prompt. Gts then had the patient arrow down to "change program" and press "enter". Gts had the patient check the fill volume (2200ml) and the last fill volume (2200ml). Gts asked the patient how much they drained, and the patient said 60ml. Gts explained that a large amount of air had entered into the disposable set. Gts then instructed the patient to start over with new supplies. No injury or medical intervention was reported. Product surveillance contacted the patient's dialysis nurse. She explained that she was not aware of the error and that to her knowledge, the patient was doing fine. Product surveillance also contacted the patient. The patient explained that he opened the patient line by mistake, some fluid came out and he lost the prime. The patient stated that he did not notify his dialysis nurse as he has done this before. The patient explained that he was aware of the proper procedures, but sometimes forgets. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation.the lot number was not provided; therefore a batch review cannot be conducted. No root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.